Event description:
It was reported that a patient had a greenlight procedure and his son is asking "if there is anything that can be done as the patient now has a catheter which gets changed out monthly as he has no sensation/feeling that his bladder is full." The son was asked if he has spoken with the patient's urologist, as well as seeking a second opinion on treatment. No further information was available.